Manufacturer narrative:
The malfunction was duplicated and attributed to a broken wire within the cable.

Event description:
The device intermittently did not allow discharge. Complainant did not indicate that there was any pt involvement in the reported malfunction.